Event description:
It was reported that this lead was found to have perforated the septum during an attempted implant in the left bundle branch (lbb). This lead was retracted and explanted and a non boston scientific system was implanted. No additional adverse patient effects were reported. This lead has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed a twist in the lead body. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. The helix was noted to be extended. Dried body fluid and tissue were noted in the helix housing. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Perforation or pericardial effusion or cardiac tamponade are known risks associated with medical procedures involving implanted cardiac leads. Analysis of the returned product was not able to provide relevant information for these types of allegations.

Event description:
It was reported that this lead was found to have perforated the septum during an attempted implant in the left bundle branch (lbb). This lead was retracted and explanted and a non boston scientific system was implanted. No additional adverse patient effects were reported. It is expected to receive this lead for analysis.

Event description:
It was reported that this lead was found to have perforated the septum during an attempted implant in the left bundle branch (lbb). This lead was retracted and explanted and a non boston scientific system was implanted. No additional adverse patient effects were reported. This lead has been received for analysis.